Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 11/19/2023, it was reported that the patient was asymptomatic, but was looking so sick. The cgm reading was 65 mg/dl and the no blood glucose meter reading was checked. There were no alerts or alarms from the tandem pump, but the insulin delivery was suspended due to the low egv. The wife sent the patient to the hospital. There, the bg was 600 mg/dl and the cgm egv was not documented. The patient was admitted to ICU and the hyperglycemia was treated with IV drip and insulin. The bg level stabilized in the ICU and at the time of the report, the patient was 2 days after the episode and was stable. The bg level was 80 mg/dl and the cgm egv was not documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.